Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Following pump implant, the patient became ill and went to the doctor where it was determined that he had developed an infection. The device was made to remove the pump 8 days following implant. The cause of the infection was never verified. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.